Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 cable was not accurately monitoring. It is unknown if the measurement was inaccurately high or low. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the sp02 9-pin d-sub adapter cbl 3.0m(8-pin) indicating that spo2 cable was not accurately monitoring the patient. It was confirmed that the cable was changed to resolve the issue. The device was in use on patient at time of event, there was no adverse event reported. Good faith effort communication was performed to determine additional details regarding testing and to clarify the accuracy issue identified; however, this information was not available. The customer was advised to return the device to philips for evaluation. As of (B)(6) 2025, this device has not been received by the philips facility for evaluation, therefore, the complaint allegation cannot be confirmed. The customer was provided a replacement device to resolve the issue and was provided the information to return the device to philips, however, as of (B)(6) 2025, there is no evidence that the device has been returned. There is no additional information available as the device has not been received for evaluation, the cause of the reported allegation is undetermined.